Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device does not recognize a connections through its defibrillation electrodes. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted physio-control to report that their device does not recognize a connections through its defibrillation electrodes. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. The software was updated and charge-pak and electrodes were replaced. The device passed functional and performance testing and was subsequently returned to the customer for use. No root cause was identified and the cause of the reported issue could not be determined. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.